Manufacturer narrative:
(B)(4)

Event description:
Information was received from the pharmacist, regarding a unknown patient. The indication for use of the device, concomitant medications and patient history were not reported. The drug that was used via the device system was hydromorphone, fentanyl, and bupivacaine were running at high doses. On (B)(6) 2015, on admission to the hospital the patient had an MRI where the pump was placed in stall mode. On the same date, the pump was interrogated where it read pump stall , and stall recovery occurred at the time of interrogation. It was indicated that based on log report data, the pump should have not been running during stall mode. The provider aspirated the pump to determine how much medication was left in the pump, and based on the calculations and amount retrieved, the pump would have been delivering medication the whole time. It was reported that there was a discrepancy between the "interrogation device, the intrathecal pump, and what was actually occurring." The patient information, device serial number, any symptoms, actions/interventions and outcome remained unknown at the time of this event; no further follow-up was possible as the contact was also unknown.